Event description:
Customer reported expiration date on the box of test strips does not match the date on the test strip vial. Box = 5-31-06, and vial = 5-31-06. Not treatment. A request was made for return project and replacement product was sent.